Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient¿s implantable cardioverter defibrillator was post-paced t-wave oversensing on the ventricular lead. The oversensing was noted on a stored egm. The patient did not receive inappropriate therapy during the oversensing. Programming changes were made.